Manufacturer narrative:
(B)(4): the customer reported unable to acquire 12 lead ECG during use on a pt. The user switched to a backup device and there was no reported adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported unable to acquire 12 lead ECG during use on a pt. The user switched to a backup device and there was no reported adverse pt impact.